Event description:
It was reported that high pacing impedance was observed on the left ventricular (lv) lead. An x-ray was performed and the lv lead was noted to be inadequately inserted in the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received. Indicated, the left ventricular lead was reinserted into the device header to resolve the event. The patient was in stable condition.